Event description:
It was reported from the (B)(6) that during service and evaluation, it was determined that the battery oscillator device had a sticky trigger, moving parts of the trigger did not move smoothly, the saw head could not be rotated or locked in a new position, and component damage. It was further determined that the device failed pretest for check positioning of the saw head and check for sticky trigger. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Additional narrative: the actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the device had a sticky trigger. Therefore, the reported condition was confirmed. However, the assignable root cause was not determined. A review of the service history record indicates that the device has not been serviced for a service condition that is relevant to the current reported condition. UDI: (B)(4).